Event description:
It was reported that during placement of the swan-ganz catheter, when trying to float it, the catheter would get caught around the patient's automatic implantable cardioverter defibrillator (aicd). To replace the catheter the patient required an emergent trip to the cath lab. There was no allegation of patient injury.

Manufacturer narrative:
Additional FDA product codes include: dqo- catheter, intravascular, diagnostic. Dqe- catheter, oximeter, fiberoptic. Kra- catheter, continuous flush. Dqk- computer, diagnostic, programmable. Drs- transducer, blood-pressure, extravascular. Dsb- plethysmograph, impedance. Dxn- system, measurement, blood-pressure, non-invasive. Qaq- adjunctive predictive cardiovascular indicator. The device will not be returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The lot number was not provided thus a device history record was not reviewed. As a precaution, the instructions for use contain instructions on how to properly insert the catheter into the heart.